Event description:
(B)(4). Reason for original complaint ¿ litigation alleges patient had permanent injury including but not limited to, injury to bones, muscles, tendons, vessels, nerves, and other tissues of the hip, pelvis and left leg; elevated blood serum levels of chromium and cobalt; pain, disability and interference with normal and usual activities after asr hip implant. Update (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Complaint updated (B)(6) 2014. Update: 3/6/2014- medical records received. Patient was revised to address cottage cheese like material, altr, bone loss and no bony ingrowth around the acetabulum, stem loosening, cloudy greenish fluid, metal on metal disease, and necrosis. The stem has been added to the complaint. This complaint was updated on: 03/18/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the provided product/lot code combination since its release to distribution. Medical records were received and reviewed. The patient is described as morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.